Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use (IFU) states: ¿only use the barewire filter delivery wires listed in table 1. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element.¿ the barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The investigation determined that the reported difficulties appear to be related to user error. Based on the reported information, exchanging the provided barewire filter delivery wire for the non-abbott guide wire prevented the ability to retrieve the filter resulting in surgical intervention, unexpected medical intervention, and delay in treatment. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the distal end of the wire during filter retrieval. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1562 removed, 2923 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017-guide wire / fdw selection incorrect.

Event description:
It was reported that atherectomy was performed with a non-abbott device and emboshield nav6 filter was released. It was noted that the filter could not be recovered and noted that an incorrect guide wire was used with the filter. An attempt to retrieve the device was made with a loop; however, was unsuccessful and a cut down was performed to recover the filter. There was no adverse patient sequela; however, clinically significant delay was noted in the procedure. No additional information was provided.